Manufacturer narrative:
The abandoned lead was not returned to boston scientific therefore, the clinical observations could not be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow visit, this right ventricular (rv) lead revealed a rise in pacing impedances greater than 3,000 ohms. In addition, a loss of capture (loc) occurred for an unknown duration. An x-ray was taken and revealed no signs of a lead dislodgment. A revision procedure was performed and the physician elected to abandoned the lead and a new rv lead was implanted. No adverse patient effects were reported.